Event description:
It was reported that automatic pullback failure occurred. An ilab ultrasound imaging system was used in conjunction with an opticross imaging catheter and pullback sled to view the target lesion. Pullback was tried, but it was unable to be performed due to a connection failure that occurred, an error message appeared. When the catheter was replaced, pullback was able to be performed without problem. No patient complication reported.